Event description:
It was reported that, in (B)(6) 2025, the patient was hospitalised with diabetic ketoacidosis as well as magnesium and potassium level derangement. The patient's blood glucose levels rose to over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that this was their own error as they did not alter their settings appropriately. The patient was treated with short-acting insulin. The patient was released after four days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.